Event description:
The user facility found during a patient procedure that the 3085 table unlocked; the surgeon locked the table via the hand control to continue with the procedure. A minimal delay was reported to relock the table; the procedure was completed successfully and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the table subject of the reported event and was unable to duplicate the reported event. While on site the technician found that one of the floor lock pads was not properly set. The technician adjusted the floor lock pad and returned the table to service; no further issues have been noted. As a precaution, the technician suggested the user facility replace the hand control which they will do upon receipt of the new hand control. The table is not under steris service contract and is manufactured and service by the user facility. The operator manual states: "verify presence of all foot pads (6x/year)." The table was manufactured in january 1999 and exceeds its expected useful life. Steris will provide the user facility with a quote for a replacement table due to its age.